Event description:
Reporter stated that a comparative test on inform system 1 of hi (greater than 600 mg/dl) was performed back to back with a result of 208 mg/dl on inform system 2 within 10 minutes. Reporter stated that the patient was treated with 4 units of regular insulin after the result of 208 mg/dl was obtained. No other actions were reporter taken or treatment received. A request was made for the return of the suspect devices and replacement products were sent. Reporter stated unable to return the product in question and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 1.